Event description:
On (B) (6) 2010, the pt reported his readings have been elevated and his infusion device is occluding. Pt reported his reading was in the 300 mg/dl range on (B) (6) 2010; he changed the insulin cartridge, infusion tubing, infusion site and bolused 4 units of insulin. Pt stated his reading this morning was 337 mg/dl and he tried to bolus 5 units of insulin but the infusion device occluded. Had pt disconnect the infusion tubing from his infusion site and prime the tubing; prime was successful and insulin dripped from the tubing without occluding. Pt reported he has not changed the infusion adapter in a long time. Advised him to change the adapter with every 10th cartridge change. Advised pt to change the infusion site. On call back on (B) (6) 2010, pt reported his readings have returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sent infusion adapters and insertion assistance device; requested return of the alleged infusion set for evaluation.